Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the reported event; no connection anomalies found. Analysis found error in the software updates. (B)(4).

Event description:
It was reported the programmer was defective, doesn't make any connections with the patients anymore. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.